Event description:
A 6/7 fr vascade closure device was used at the radiofrequency ablation for access closure. The vascade disc was deployed, sheath removed, sleeve push down to deploy the collagen plug, at the moment of pulling back sleeve to tamper down the plug, the sleeve was stuck, it did not want to come up. They had to abort the deployment, close the disc and pull the device out. Manual pressure was held at the groin instead.